Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that sterility issue occured. A crossboss catheter was selected for use. During unpacking, it was noted that one of the corners of the package was already open. Therefore, the sterility of the device was compromised. The procedure was completed with another of the same device. No patient complications were reported. The device did not enter the body.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. Visual examination revealed that the seal all the way around the product pouch was not compromised or opened; however, the pouch was marked with a black marker by the facility. The facility wrote ¿hole in package¿ and identified the hole by circling it. There was a 5mm hole in the top of the product pouch above the label. Inspection of the remainder of the packaging, apart from the observed damage, revealed no damage or irregularities. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that sterility issue occured a crossboss catheter was selected for use. During unpacking, it was noted that one of the corners of the package was already open. Therefore, the sterility of the device was compromised. The procedure was completed with another of the same device. No patient complications were reported. The device did not enter the body.